Manufacturer narrative:
The reliability analysis inspected two opened and or used sensors and performed visual inspection and found one of two sensors damaged with broken part still in tubing. It was unable to be confirmed that the customer received sensor in said condition due to the customer returning sensor opened and or used. One remaining opened and or used sensor had performed bicarbonate buffer test, and the sensor passed per spec with accurate readings. The sensor was also found with bent cannula.

Event description:
The customer reported via phone call of issues with their sensor. The customer states receiving sensor errors. The customer's blood glucose level at the time of incident was 79mg/dl. Troubleshoot was conducted, and the sensor was found to be bent. The customer is returning the sensors for analysis and having them replaced.